Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product did not work properly. As a result of the examination, a crack was found in the left cylinder connector, and the inflatable penile prosthesis (ipp) pump was replaced according to the doctor's diagnosis. The hospital did not elaborate on the cause of the cylinder connecting tube crack. After this operation, the patient improved. The patient was reported to be stable post procedure.